Manufacturer narrative:
Batch review performed on 22 january 2020: lot 167069: (B)(4) items manufactured and released on 21-dic-2016. Expiration date: 2021-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event other device involved batch review performed on 22 january 2020: gmk-revision 02.07.0212scf fixed tibial insert sc size 2/12mm (k103170) lot 189525: (B)(4) items manufactured and released on 1-mar-2019. Expiration date: 2024-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported.

Event description:
Revision surgery after 7 days from the primary due to dislocation (femoral component from the liner). The patient had a bone loss of the lateral femoral condyle and lateral ligament was compromised after previous revision surgery (removal of all implants due to an infection).